Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2011. The pt pendant was rec'd on (B)(4) 2011. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. At "sometime in the afternoon," the device was programmed in the pca only mode to deliver morphine 1mg/ml. No further programming parameters were provided. At this time, the nurse gave the pt the pt pendant to deliver a bolus dose. It was reported that after the pt pressed the pt pendant, the device did not deliver a dose. The nurse reported that at this time, the device was reprogrammed to deliver an unspecified loading dose and the loading was started. The nurse reported that after the loading dose was delivered, the pt pressed the pt pendant again; however, a dose was not delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. Though requested, no add'l info was provided.